Manufacturer narrative:
Date of event was not provided, estimated date entered.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) device was explanted earlier this year due to infection and bladder injury. The patient will undergo an additional procedure on a future date.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) device was explanted earlier this year due to infection and bladder injury. The patient is scheduled to undergo an additional procedure.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Event description:
It was reported that earlier this year the patient presented with discharge from the incision in the inguinal region. As a result, the physician presumed that there was an unnoticed injury to the bladder or urethra. This also led to the conclusion that the patient had an infection. The patient's artificial urinary sphincter (aus) device was then explanted. The patient is scheduled to undergo an additional procedure.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of this device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.